Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 unspecified bd syringes broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needles are flimsy and four needles broke during the injection. The consumer used needle nose pliers to remove the needle from the skin. Verbatim: consumer called to inquire if bd makes a 1ml, 6mm, and 30g insulin syringe.informed consumer that only the 12.7mm insulin syringe is 30g at this time.consumer then reported when he was using the 6mm syringe last year he had 4 needle breaks.stated the needles are flimsy.stated during the injections the needles broke and he was able to use needle nose plyers to remove the needle from this skin.discarded product box, no information available.lot # unknown cat # unknown date of event: unknown samples: no".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 4 unspecified bd syringes broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needles are flimsy and four needles broke during the injection. The consumer used needle nose pliers to remove the needle from the skin. Verbatim: consumer called to inquire if bd makes a 1ml, 6mm, and 30g insulin syringe.informed consumer that only the 12.7mm insulin syringe is 30g at this time.consumer then reported when he was using the 6mm syringe last year he had 4 needle breaks.stated the needles are flimsy.stated during the injections the needles broke and he was able to use needle nose plyers to remove the needle from this skin.discarded product box, no information available. Unknown samples: no."